Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad buttons were intermittently unresponsive and the keypad has completely torn off. The reporter stated the tactile changes to the keypad buttons occurred first and prior to the keypad tearing completely off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the keypad was torn and missing around the contrast keypad button, exposing the keypad flex. The contrast key contact was missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The up arrow keypad button was intermittently unresponsive. The down arrow keypad button was hypersensitive, resulting in scrolling. The ok keypad button was unresponsive. The keypad was removed for further investigation. The up arrow key contact was misaligned. The down arrow key contact was inverted and stuck. The keypad flex was damaged at the contrast button. There was evidence of contamination observed under the up arrow, down arrow, and ok key contacts. Unrelated to the complaint, investigation revealed that battery compartment threads were damaged.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.